Manufacturer narrative:
Corrected information regarding event. No patient involved and troubleshooting occurred over phone from manufacturer representative. Report source updated.

Event description:
Medtronic received information regarding an imaging device. It was reported that the imaging device was not communicating with the navigation device and the ¿ior¿ feature was disabled on the imaging device. Both devices were restarted and the systems were successfully connected. A manufacturer representative was contacted via phone and was able to help resolve the issue. This occurred outside of a surgical procedure. No patient involved.

Manufacturer narrative:
Patient information was unavailable from the site. On-site troubleshooting was conducted over the phone, updating of the site's software resolved the issue. Following the event the device's system logs were obtained and analyzed by the manufacturer. Analysis confirmed the failure was tied with a software anomaly and will be added under that file in a software anomaly database under 20793.

Event description:
Medtronic received information regarding an imaging device during a sacroiliac and thoracolumbar procedure. It was reported intraoperatively that the imaging device was not communicating with the navigation device and the ¿ior¿ feature was disabled on the imaging device. Both devices were restarted and the systems were successfully connected. Surgical delay was less than 1 hour. No impact on patient outcome.